Event description:
It was reported that occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Customer's blood glucose level (bg) was 250 mg/dl. The customer loaded a new cartridge and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.